Event description:
New information received notes that the right ventricular (rv) lead also exhibited low pacing impedance. The lead was explanted and replaced. The patient was in stable condition.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed alert for non-sustain rv oversensing (nsrvo). Electrogram showed that the right ventricular (rv) lead exhibited episodes of over-sensed noise. No intervention was reported. The patient condition was unknown.

Manufacturer narrative:
The reported events of low pacing impedance and noise were confirmed. As received, a complete lead was returned in one piece. Visual inspection noted an external insulation abrasion breaching the ring electrode cable lumen proximal to the suture tie impression. The ring electrode etfe cable coatings and cable filars were noted abraded in this region with the inner coil lumen found intact. The cause of the reported events was isolated to the exposure of the ring electrode conductor path consistent with friction to device can.